Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and was treated with an insulin pump for the high blood glucose. The customer had no symptoms reported related to their high blood glucose. Troubleshooting was performed and the insulin delivery was not suspended due to the sg vs bg difference. The auto mode feature was not active at the time of the event and the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. Updated summary: as per the additional information received the sensor glucose value was 200 mg/dl and the blood glucose value was 408 mg/dl.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.